Event description:
Additional information received indicates that interrogation confirmed no capture and no sensing on the right atrium leadless pacemaker (ralp).

Event description:
It was reported that following the implant procedure of an aveir dr system that the right atrium leadless pacemaker (ralp) was dislodged upon moving the patient from the table to the stretcher. Dislodgement of the ralp was confirmed via programmer interrogation and with fluoroscopy which showed the ralp in the hepatic vein. Additional surgical procedure was performed to explant the ralp; no replacement was implanted due to patient anatomy issues. The patient was stable following the procedure.